Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported the hospitalization due to high blood glucose. Customer was involved in an auto accident not caused by diabetes. The blood glucose reading at the time of the event was 600 mg/dl. Diagnosed diabetes ketoacidosis. Customer stated a car veered into his lane. Customer was driving; not diabetes related. Hospital treated with insulin drip. Nothing further reported.